Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred in (B)(6) 2015. The patient manages her diabetes with metformin pills and decreased the dose of her metformin in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she developed symptoms of "headache and numbness" and that she visited her doctor's office where she was prescribed metformin and had her blood glucose measured on a lab device which gave a result of 7.6mmol/l. During troubleshooting the cca noted that it was the first time the product had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute complication of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.